Event description:
Treatment of a left superior hypophyseal aneurysm. During the procedure, it was reported that the pipeline would not release from the capture coil and was removed from the patient. The procedure was completed successfully with a second pipeline. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).